Event description:
An od reports "unpredictable outcomes on a few pts", both custom and conventional. Clinical records for 12 pts were received and reviewed. Two pts were found to have reportable events due to over corrections. The other pt is being reported under MDR #1061857-2006-00208. During the early post-operative period, the pt reported monocular double vision, blurry vision in the left eye, and difficulty with intermediate vision. At one year post-op, the pt showed an over correction of 3.00 diopters in the right eye and 2.50 diopters the left eye. Bcva remained basically the same compared to pre-op.

Manufacturer narrative:
The investigation has not been completed at this time.